Event description:
A peripheral atherectomy procedure commenced to treat a moderately calcified plaque lesion in the patient's distal superficial femoral artery (sfa). The physician chose to use a spectranetics turbo elite laser atherectomy catheter to treat the patient. The device was previously used in the patient's common femoral artery (cfa) before use within the sfa. While the turbo elite device was treating the lesion within the sfa, the device's distal marker band detached within the patient vasculature. The marker was retrieved using a filter and a snare. Another turbo elite device was used to successfully complete the procedure. The patient survived with no reported harm. This report captures the turbo elite device in use when its marker band detached within the patient, requiring intervention.

Manufacturer narrative:
Device evaluation: the device and its detached marker band were returned and evaluated by a cross functional team. The device's working length was in good condition, except for the detached marker band. The device's distal tip had a slight epoxy void. Jagged edges were visualized on the distal end of the marker band. The locking feature was present all the way around the marker band's inner diameter (within specifications). The marker band was found to be oval in shape, but cause could not be determined. Based on the device evaluation and investigation, this failure has been determined to be production process related, due to the epoxy void (the epoxy is applied during production of the device).